Event description:
It was reported that a pump displayed intermittent upstream occlusion alarms. It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. The reported symptom of "intermittent upstream occlusion alarm" was confirmed through the history log. The eval found the readings on the ultrasonic sensor to be out of specification with fluid filled tube caused by a failed upstream sensor. With low ultrasonic readings, it would make the pump more sensitive to air and upstream occlusion alarms causing the reported symptom. The upstream sensor was replaced.